Event description:
The customer reported the secondary water supply channel of the subject device was clogged. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water channel was clogged with foreign material. In addition, a loose screw fell from the control body. This report is being submitted for the malfunction found during evaluation (screw fell off and foreign material in channel).

Manufacturer narrative:
During inspection and testing, the reported issue (clogged secondary water supply channel) was not confirmed. In addition, service found the light cover glasses were chipped, and cracked. The adhesive on the light cover glasses, and the optical cover glass was worn. The distal end cap was worn, the adhesive on the distal end was worn, the paint on the suction cylinder was worn, the paint on the air/water cylinder was worn, there was a hole on the switch button, the probe unit was loose, the insulation resistance value was out of specification, and the insertion tube was misaligned. The water removal capacity was out of specification, the air/water volume of the channel was out of specification, and the water flow was out of specification due to clogged air/water channel. The bending angle in down/left directions was out of specification, and there was play in the up/down knob, due to wear of the angulation wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loose screw got into the control section inadvertently during the previous repair. The root cause of this event was unable to be identified. Additionally, the root cause of the air/water nozzle clogged with foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.